Event description:
The affiliate reported: we have not much information on this case. We don't know when the defective shunt was implanted. All we know, at the moment, is that there was a shunt revision recently because of the pressure resetting failure. The shunt had been implanted on the patient successfully but the resetting wasn't successful. And the hcp who is in charge of this case wants to know the result of the evaluation. (After use on patient.)

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: needle holes were noted in the silicone housing. The valve was tested for programming. The valve failed the test. During the programming process the cam mechanism did not move. The valve was irrigated with purified water; no occlusion was noted. The catheter was irrigated, no occlusion was noted. The valve was dried. The valve was leak tested. The valve leaked form the needle holes in the silicone housing. The valve was reflux tested, the valve failed the test. The valve was retested for programming. The valve failed the test. During the programming process, the cam mechanism did not move. The valve was then pressure tested at 30mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve, product code 82-3116, with lot number cmpbdp, conformed to the specifications when released to stock on the 5th january 2012. The root cause of the problems reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.